Event description:
This report is being filed upon notification from our info systems manufacturer in (B) (4) to submit this event that happened in (B) (6). Problem: customer reported that the pt x-ray image could not be found in this viewforum workstation (picture archiving communications system) after the x-ray scanning. However, since the pt data in the x-ray system had already been erased, the pt image data was lost.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.